Event description:
It was reported that the catheter was registering high temperature readings of 39c or higher; however, the patient was fine and did not have a fever. The temperature was also being monitored orally. Blood cultures were drawn to rule out infection but there were no patient complications. The catheter was 'most-likely' inserted in the or.

Manufacturer narrative:
The catheter was discarded at the hospital; therefore, the complaint could not be confirmed. It was not possible to review the manufacturing records without a lot number. It is not known what factors may have contributed to the event. No actions will be taken at this time.